Event description:
It is alleged that a female pt received coolsculpting treatment on her lower abdomen and love handles on the left and right sides with a smaller applicator (specific applicator unk) in (B)(6) 2011. The pt subsequently presented with firmness on her lower abdomen at the 90-day f/u visit. The pt was treated with the exilis device to promote healing. The pt contacted zeltiq on (B)(6) 2012 to report that the firmness on her abdomen was still present. The pt had six exilis treatments in total with no improvement. F/u was conducted on (B)(6) 2012 and showed an enlarged lower abdominal area. On (B)(6) 2012, the pt notified zeltiq that the treating physician recommended liposuction of the enlarged area, making this a reportable event. A f/u report will be made to the agency if and when new information is received about this case.

Manufacturer narrative:
Zeltiq f/u with the physician's office to gather add'l info but was unable to obtain the serial number and logs for the applicator used. Per the physician's office the procedure was conducted successfully with no malfunctions.